Event description:
When securing the suture to the suture tie in points on the olive plug, the black plastic discs popped off. They were snapped back in and the procedure was completed without incident. The surgeon stated this was the 7th or 8th case this occurred. All same lot number. I do not have the other devices and was only notified on this occasion.